Manufacturer narrative:
Manufacturers aware date was inadvertently omitted from previous report. The correct date was aug 31, 2018.

Manufacturer narrative:
The sus voluntary event report, mw5078386.

Event description:
Information was received on 07aug2018 from sus voluntary event report, mw5078386 stating: pt seen in clinic on (B)(6) 2018 for f/u aft!::r an hm ii lvad pump exchange on (B)(6) 2018 due to a driveline fracture. Hm ii readings revealed increased flows and powers. Echo performed which showed an increase in the lv size. A cardiac morphology CT performed which did not show any evidence of a thrombus in the inflow or outflow grafts. Ldh elevated at 797. Pt admitted from the clinic due to concern for pump thrombus. Heparin gtt initiated upon admit. Ramp echo performed on (B)(6) 2018 which showed the aov was closed with decompression of the lv when vad speed increased. Heparin gtt stopped and a bivalirudin gtt initiated as the loh remained in the 700's with vad readings showing continued high flows and powers. Waveforms sent for evaluation. According to the MFR they were not consistent with a pump thrombus. Right heart catheterization (rhc) performed on (B)(6) 2018 showed low filling pressures with a preserved fick cl. Plasma free hgb up to 70 mg/dl with loh of 793 on (B)(6) 2018. The decision was made to take the pt to the operating room the next day for a vad pump exchange due to concern for a sub-occlusive thrombus. The pt was taken to the operating room on (B)(6) 2018. The hm 11 explant and hm 3 implant went well. The pt was taken back to the operating room on (8)(6) 2018 for chest closure. The pt is currently recovering in the cv/cu.

Manufacturer narrative:
Approximate age of device - 1 year. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. On (B)(6) 2018, it was reported that there was concern for possible pump thrombosis due to an increase in lactate dehydrogenase (ldh) and elevated powers/flows. In addition to elevated ldh values that ranged from 650-793 u/l, the patient had a plasma free hemoglobin less than 30 g/dl and haptoglobin was low. A ramp echocardiogram performed on (B)(6) 2018 was unremarkable. On (B)(6) 2018, the patient underwent a pump exchange after ongoing elevated ldh values and power elevations. The manufacturer¿s technical service representative reviewed multiple submitted log files and observed an increase in power with a downward of pi. No additional information was provided.

Manufacturer narrative:
The explanted pump was returned for evaluation. The report of suspected thrombus was confirmed during the evaluation of the pump. The pump was returned assembled with the driveline severed in two places approximately 10¿ and 18¿ from the pump housing. The remaining distal portion was also returned. The sealed inflow conduit (the inlet tube, inflow conduit flex section, and inlet elbow) were returned. The sealed outflow graft and bend relief was returned. A bend relief collar was present and secured with green suture. Examination of the proximal side of the outlet stator revealed a deposition surrounding the bearing ball. Its areas of denaturation as well as contact marks observed at distal end of the rotor, suggest that it was present for an undetermined period of time while the pump was supporting the patient. The observed thrombus could have contributed to the reported increases in ldh and pump power. No other depositions were identified. The device was then cleaned and examination of the pump bearings, and blood-contacting surfaces under a microscope did not reveal any anomalies. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values that met manufacturing process specifications. The pump operated as intended. Thrombus and hemolysis are listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.